Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. Date of event: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-08325, 1627487-2019-08327. It was reported the patient had the scs system explanted at an unknown date due to system not working. That is all the information known at this time.